Manufacturer narrative:
The event occurred in (B) (6). This medwatch report is for the suspect device used in coaguchek s system 2 (lot number 856, expiration date unknown). Reference medwatch report with patient identifier (B) (6) for the suspect device used in coagucheck s system 1.

Event description:
Caller tested 2.5 inr on coaguchek s system 1 and 1.8 inr on coaguchek s system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect system.